Event description:
On (B)(6) 2012 the customer reported a leak which had occurred on (B)(6) 2012. It was alleged that the leak came from the junction between the spike of the transfer set and the spike port of their twin bag set. This occurred after the two were connected. The transfer set had been in use over four months. It was unknown how long the patient has been performing peritoneal dialysis. It was unknown if the patient performed continuous ambulatory peritoneal dialysis, automated peritoneal dialysis, or both. It was unknown how the patient stored their catheter against the body. It was unknown if any cleaning solutions or disinfectants were used on the transfer set. It was unknown if the transfer set had been over torqued. It was unknown how the leak was discovered. It was unknown if any previous difficulties were reported, if the patient was assisted by a care giver, if the transfer set had been exposed to excessive force, if any damage had been noted on the transfer set prior to this event, or if the nurse or patient was aware of anything that may have caused the leak. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).evaluation summary:the sample was visually inspected and a crack was noted at the base of the spike. Leak testing was performed with an issue noted at the crack. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The sample evaluation confirmed the reported problem of a leak, but the cause was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The lot number was unknown, therefore no batch review could be performed. The sample has been received by baxter, and a follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.